Event description:
The implanted iol was removed and replaced at one year postoperative due to the pt's report of diminishing vision. Physician observed a foregin substance on the iol optic that he attempted unsuccessfully to remove.